Event description:
It was reported that the pt was explanted after presenting with redness around pump site. There was calcification and necrotic tissue inside the pocket. There was no free fluid, no pain, and no fever. All lab tests returned negative to infection. There was no pt injury reported and the pt recovered without sequelae. The pump was removed. The drug used in the pump at the time of the event was not reported.

Manufacturer narrative:
(B)(4).